Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
It was reported that he patient's ipg rotated and caused abrasions over patient's pocket site. The patient underwent an explant procedure.